Event description:
A customer observed biased qc and patient results using vitros amon slides on a vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A single patient result was reported, however, there was no physician action taken and no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the relative humidity of slide supply 2 where the vitros amon slides are stored on the vitros 250 system was outside the manufacturer's specifications. Following routine customer maintenance to correct the humidity and re-calibration using a freshly opened amon slide cartridge, acceptable qc and patient results were obtained. Follow-up with the customer indicates that acceptable amon performance has been maintained.